Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 25-apr-2018, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stop associated with electrical fault, high watt and vad stopped alarms due to a suspected intermittent connection of the vad driveline cable to the controller. The controller was exchanged, and the vad and vad driveline cable remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and controller were not returned for evaluation. Review of the controller log files revealed three vad disconnect alarms logged on (B)(6) 2020, indicating physical disconnections of the driveline from the controller, which likely occurred during the reported controller exchange. Log file analysis also revealed six electrical fault alarms, five high watt alarms, one vad disconnect alarm, and four vad stopped alarms logged on (B)(6) 2020. Three electrical fault alarms were logged at 05:59:50, 06:02:37 and 06:03:42 due to open phases on the front stator. A vad stopped alarm was then logged at 06:07:55 due to open phases on both stators, followed by an electrical fault alarm at 06:08:02 due to open phases on the front stator. A vad stopped alarm was logged at 06:09:08 due to a failure of the vad to restart after several attempts. A vad disconnect alarm was then logged at 06:10:12, indicating a physical disconnection of the driveline from the controller. Two more electrical fault alarms were logged at 06:20:56 and 06:21:33 due to an open phase on the front stator and an open phase on the rear stator, respectively. Another vad stopped alarm was logged at 06:22:01 due to open phases on both stators, followed by an additional vad stopped alarm at 06:23:06 due to a failure of the vad to restart after several attempts. The high watt alarms logged on (B)(6) 2020 are indicative of the increased power consumption associated with the vad running on a single stator. As a result, the reported event was confirmed. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarms, high watt alarms, and several vad stopped alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller. Based on historical review of similar events, the likely contributing cause of the vad stopped alarms due to the failure of the vad to restart after several attempts was the inability of the vad-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213, 3213 h6: FDA conclusion code(s): 4310, 4315 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.